Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control did discuss the possibility of the user not switching the displayed lead on the device to "paddles", which would be required to view the ECG from the defibrillation therapy electrodes. This was however not confirmed to be the cause. Physio-control performed a clinical evaluation on the reported event and determined that the device use did not contribute to the outcome of the patient. The cause of the reported device issue could not be determined.

Event description:
The customer reported that their device would not recognize a patient connection through the defibrillation therapy electrodes during a patient event. The customer arrived on scene with an elderly hospice care patient who had gone into cardiac arrest. The medics initially put on the electrodes and observed only dashed lines. The medics then removed the electrodes, shaved and cleaned the patient¿s skin and when reapplied, the device still was unable to detect a patient ECG rhythm. A backup device was brought in approximately two minutes late where the same defibrillation electrodes were connected and the device recognized the patient¿s ECG, which was showing as asystole. The medics did not deliver any defibrillation shocks to the patient. The patient was recently diagnosed with terminal cancer and do not resuscitate order was in the process of being generated but was not complete at the time of the event. The patient began having chest pain while in the company of his family but the family did not attempt any CPR. The patient was down for approximately 5 minutes before ems arrived. During the event, the family was in the process of contacting a doctor to order a cease of resuscitation; however, because the order was not completed or finalized, the hospice care facility was required to contact ems and they were obligated to continue care. The customer did not think that the device issues affected patient care because they indicated that the patient was in an asystolic rhythm and never in need of defibrillation during the event.